Manufacturer narrative:
(B) (4). The ge service rep pulled the logs and op checked system. He was unable to reproduce the problem, but the event log was showing a charger failed and gen undefined errors. The rep placed both charger board and battery pack then booted system and fluoroed. He saved the images and rebooted the system several more times and no issues were observed.

Event description:
The customer reported that the system was not booting up.